Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "free liquid"; capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "change in consistency, pain, capsular contracture, [baker] grade IV", "free liquid", ¿inflammatory process adjacent to the internal capsule¿ and ¿hypoechoic image is observed in relation to the inflammatory process." The device remains implanted.